Manufacturer narrative:
The returned device was patent. It met the requirements for leak testing. The glued connections on the patient line stopcock were observed to be disconnected. It is unknown how or when this damage occurred. The injection site was not returned and replaced with two third party male female connectors. Adhesive was noted on the patient line stopcock connections as well as the luer connectors. The instructions for use that accompany the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, allow to air dry completely prior to connecting the system.¿ the IFU also cautions ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur.¿ a review of the manufacturing records was not possible as no lot number was provided. All edms devices are 100% leak tested at the time of manufacture.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. The instructions for use (IFU) that accompany the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, allow to air dry completely prior to connecting the system.¿ the IFU also cautions ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur.¿ a review of the manufacturing records was not possible as no lot number was provided. All edms devices are 100% leak tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was found to be leaking at the patient line stopcock. Reportedly, the there was no injury to the patient and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.